Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.